Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic with an episode of non-sustained right ventricular oversensing caused by post-paced t-wave oversensing on the implantable cardioverter defibrillator. Programming changes were recommended, but were not performed at this time. The patient did not receive inappropriate therapy during the oversensing episode. No patient symptoms were reported.